Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11.one 13f agilis steerable introducer sheath was received for evaluation. An event of a fluid leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted at both sides of the insertion slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.

Event description:
During a pulsed field ablation procedure utilizing a non-abbott (boston scientific) farapulse system, blood leaked from the valve of the agilis 13f sheath. The right atrium was mapped using an advisor hd grid x catheter inserted through the 13fr agilis sheath. Initially, the agilis 13f sheath valve functioned properly without blood leakage. However, after advancing the assembly into the left atrium and attempting pulmonary vein isolation with the non-abbott (boston scientific) farapulse catheter, blood leaked from the agilis 13f sheath valve. The non-abbott (boston scientific) farapulse catheter was removed, but leakage persisted. The agilis 13f sheath was exchanged, and the procedure was completed with no adverse patient consequences.